Manufacturer narrative:
Description correction.

Event description:
The customer reported a patient was incorrectly dosed.

Manufacturer narrative:
Serious injury; revised event; product grid and added other relevant history.

Event description:
The customer reported that the nurse incorrectly programmed the device to deliver an unspecified medication which resulted in the patient receiving an over infusion. The pediatric patient required a very expensive unspecified medication to counter act the event. Biomed performed an internal investigation to find that the nurse did incorrectly program the device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that patients have infused at a incorrect rate.